Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of right fallopian tube"), device dislocation ("coil migration") and gallbladder disorder ("gallbladder problems") in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and parity 5 ((B)(6) 1989, (B)(6) 1992, (B)(6) 2004, (B)(6) 2004 & (B)(6) 2007). Concurrent conditions included appendectomy, cholecystectomy, nickel sensitivity, chronic cervicitis, squamous cell metaplasia, nabothian cyst and paratubal cyst. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("severe periods / excessive bleeding during periods") and breast pain ("breast pain"). In (B)(6) 2007, the patient experienced ovarian cyst ("ovarian cyst") with ovulation pain, night sweats ("night sweats"), loss of libido ("loss of libido"), coital bleeding ("bleeding after sex /spotting after sex"), abdominal distension ("severe bloating"), dyspareunia ("painful intercourse"), breast tenderness ("breast tenderness") and alopecia ("hair loss"). In 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, gallbladder disorder (seriousness criterion medically significant), dysgeusia ("metallic taste in mouth"), tooth fracture ("dental issue / dental issue: teeth chipping and breaking"), hyperhidrosis ("excessive sweating"), hair texture abnormal ("dry hair"), dry skin ("dry skin") and dry eye ("dry eyes"). In 2009, the patient experienced vitamin d deficiency ("vitamin d deficiency"), hypoaesthesia ("numbness in my hands and feet"), paraesthesia ("tingling in my hands and feet"), feeling abnormal ("brain fog"), increased tendency to bruise ("easy bruising"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), hypothyroidism ("hypothyroidism"), visual impairment ("decreased vision") and allergy to metals ("nickel allergy") with pruritus, rash and arthralgia. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal rigidity and abdominal pain lower. On an unknown date, the patient experienced procedural complication ("complication because of hysterectomy"). The patient was treated with levothyroxine, naproxen, gabapentin, surgery (total hysterectomy on (B)(6) 2013), surgery (hysterectomy on (B)(6) 2013) and surgery (cholecystectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, gallbladder disorder, ovarian cyst, night sweats, loss of libido, coital bleeding, abdominal distension, dyspareunia, breast tenderness, dysgeusia, vitamin d deficiency, hypoaesthesia, paraesthesia, feeling abnormal, increased tendency to bruise, fibromyalgia, fatigue, alopecia, tooth fracture, hypothyroidism, visual impairment, hyperhidrosis, hair texture abnormal, dry skin, dry eye and allergy to metals outcome was unknown, the menorrhagia had resolved and the procedural complication and breast pain had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, breast pain, breast tenderness, coital bleeding, device dislocation, dry eye, dry skin, dysgeusia, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gallbladder disorder, hair texture abnormal, hyperhidrosis, hypoaesthesia, hypothyroidism, increased tendency to bruise, loss of libido, menorrhagia, night sweats, ovarian cyst, paraesthesia, procedural complication, tooth fracture, visual impairment and vitamin d deficiency to be related to essure (ess205). The reporter commented: plantiff used bacloten (as reported) for muscle weakness since (B)(6) 2017. If you had your essure removed, did you retain the essure or any portion of it? Yes. I now experience complications because of the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. X-ray - in (B)(6) 2012: perforation of right tube. She underwent dye test as essure confirmation test in (B)(6) 2007. On (B)(6) 2007 hysterosalpingogram should status post essure procedure, with micro inserts within the fallopian tubes and no free spillage of contrast material into the peritonea!. Cavity. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, cramping." Most recent follow-up information incorporated above includes: on 7-aug-2018: plaintiff fact sheet and medical record was received event- dental issue were updated to teeth chipping and breaking, events onset date, event breast pain outcome were updated. Concomitant disease were added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of right fallopian tube') and device dislocation ('coil migration/ migration') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and parity 5 ((B)(6) 1989, (B)(6) 1992, (B)(6) 2004 & (B)(6) 2007). Concurrent conditions included appendectomy, cholecystectomy, nickel sensitivity, chronic cervicitis, squamous cell metaplasia, nabothian cyst and paratubal cyst. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("severe periods / excessive bleeding during periods") and breast pain ("breast pain"). In (B)(6) 2007, the patient experienced ovarian cyst ("ovarian cyst") with ovulation pain, night sweats ("night sweats"), loss of libido ("loss of libido"), coital bleeding ("bleeding after sex /spotting after sex"), abdominal distension ("severe bloating"), dyspareunia ("painful intercourse"), breast tenderness ("breast tenderness") and alopecia ("hair loss"). In 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, gallbladder disorder ("gallbladder problems"), dysgeusia ("metallic taste in mouth"), tooth fracture ("dental issue / dental issue: teeth chipping and breaking"), hyperhidrosis ("excessive sweating"), hair texture abnormal ("dry hair"), dry skin ("dry skin") and dry eye ("dry eyes"). In 2009, the patient experienced vitamin d deficiency ("vitamin d deficiency"), hypoaesthesia ("numbness in my hands and feet"), paraesthesia ("tingling in my hands and feet"), feeling abnormal ("brain fog"), increased tendency to bruise ("easy bruising"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), hypothyroidism ("hypothyroidism"), visual impairment ("decreased vision") and allergy to metals ("nickel allergy") with pruritus, rash and arthralgia. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal rigidity and abdominal pain lower. On an unknown date, the patient experienced procedural complication ("complication because of hysterectomy") and pain ("extreme stabbing pain"). The patient was treated with gabapentin, levothyroxine, naproxen, levothyroxine and surgery (cholecystectomy, hysterectomy on (B)(6) 2013 and total hysterectomy on (B)(6) 2013 and oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, gallbladder disorder, ovarian cyst, night sweats, loss of libido, coital bleeding, abdominal distension, dyspareunia, breast tenderness, dysgeusia, vitamin d deficiency, hypoaesthesia, paraesthesia, feeling abnormal, increased tendency to bruise, fibromyalgia, fatigue, alopecia, tooth fracture, hypothyroidism, visual impairment, hyperhidrosis, hair texture abnormal, dry skin, dry eye and allergy to metals outcome was unknown, the menorrhagia had resolved and the procedural complication and breast pain had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, breast pain, breast tenderness, coital bleeding, device dislocation, dry eye, dry skin, dysgeusia, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gallbladder disorder, hair texture abnormal, hyperhidrosis, hypoaesthesia, hypothyroidism, increased tendency to bruise, loss of libido, menorrhagia, night sweats, ovarian cyst, pain, paraesthesia, procedural complication, tooth fracture, visual impairment and vitamin d deficiency to be related to essure (ess205). The reporter commented: plantiff used bacloten (as reported) for muscle weakness since (B)(6) 2017. If you had your essure removed, did you retain the essure or any portion of it? Yes. I now experience complications because of the hysterectomy. On (B)(6) 2007,she implanted essure. (Discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. X-ray - in (B)(6) 2012: results: perforation of right tube. She underwent dye test as essure confirmation test in (B)(6) 2007 on (B)(6) 2007 hysterosalpingogram should status post essure procedure, with micro inserts within the fallopian tubes and no free spillage of contrast material into the peritonea cavity. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, cramping." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. On 18-jun-2020: social media was received. Reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of right fallopian tube') and device dislocation ('coil migration') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and parity 5 (B)(6) 1989, (B)(6)1992, (B)(6)2004, (B)(6)2004 & (B)(6)2007). Concurrent conditions included appendectomy, cholecystectomy, nickel sensitivity, chronic cervicitis, squamous cell metaplasia, nabothian cyst and paratubal cyst. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("severe periods / excessive bleeding during periods") and breast pain ("breast pain"). In (B)(6) 2007, the patient experienced ovarian cyst ("ovarian cyst") with ovulation pain, night sweats ("night sweats"), loss of libido ("loss of libido"), coital bleeding ("bleeding after sex /spotting after sex"), abdominal distension ("severe bloating"), dyspareunia ("painful intercourse"), breast tenderness ("breast tenderness") and alopecia ("hair loss"). In 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, gallbladder disorder ("gallbladder problems"), dysgeusia ("metallic taste in mouth"), tooth fracture ("dental issue / dental issue: teeth chipping and breaking"), hyperhidrosis ("excessive sweating"), hair texture abnormal ("dry hair"), dry skin ("dry skin") and dry eye ("dry eyes"). In 2009, the patient experienced vitamin d deficiency ("vitamin d deficiency"), hypoaesthesia ("numbness in my hands and feet"), paraesthesia ("tingling in my hands and feet"), feeling abnormal ("brain fog"), increased tendency to bruise ("easy bruising"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), hypothyroidism ("hypothyroidism"), visual impairment ("decreased vision") and allergy to metals ("nickel allergy") with pruritus, rash and arthralgia. In (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal rigidity and abdominal pain lower. On an unknown date, the patient experienced procedural complication ("complication because of hysterectomy") and pain ("extreme stabbing pain"). The patient was treated with gabapentin, levothyroxine, naproxen, levothyroxine and surgery (cholecystectomy, hysterectomy on (B)(6) 2013 and total hysterectomy on (B)(6) 2013). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, device dislocation, gallbladder disorder, ovarian cyst, night sweats, loss of libido, coital bleeding, abdominal distension, dyspareunia, breast tenderness, dysgeusia, vitamin d deficiency, hypoaesthesia, paraesthesia, feeling abnormal, increased tendency to bruise, fibromyalgia, fatigue, alopecia, tooth fracture, hypothyroidism, visual impairment, hyperhidrosis, hair texture abnormal, dry skin, dry eye and allergy to metals outcome was unknown, the menorrhagia had resolved and the procedural complication and breast pain had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, breast pain, breast tenderness, coital bleeding, device dislocation, dry eye, dry skin, dysgeusia, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gallbladder disorder, hair texture abnormal, hyperhidrosis, hypoaesthesia, hypothyroidism, increased tendency to bruise, loss of libido, menorrhagia, night sweats, ovarian cyst, pain, paraesthesia, procedural complication, tooth fracture, visual impairment and vitamin d deficiency to be related to essure (ess205). The reporter commented: plantiff used bacloten (as reported) for muscle weakness since (B)(6)2017. If you had your essure removed, did you retain the essure or any portion of it? Yes. I now experience complications because of the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. X-ray - in (B)(6) 2012: results: perforation of right tube. She underwent dye test as essure confirmation test in (B)(6)2007 on (B)(6) 2007 hysterosalpingogram should status post essure procedure, with micro inserts within the fallopian tubes and no free spillage of contrast material into the peritonea!. Cavity. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, cramping." Most recent follow-up information incorporated above includes: on (B)(6)2020: new event extreme stabbing pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation (medically significant, intervention required), device dislocation (medically significant, intervention required) and gallbladder problems (medically significant) in an adult female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient¿s concomitant diseases are appendectomy, cholecystectomy and nickel allergy in 2007, the patient had essure inserted. She experienced cramping, severe and persistent pelvic pain, ovarian cyst, excessive bleeding during periods, painful ovulation, night sweats, loss of libido, bleeding and spotting after sex, sever bloating, painful intercourse, breast tenderness and pain, abdominal twitching, metallic taste in mouth, vitamin d deficiency, numbness and tingling in my hands and feet, brain fog, easy bruising, fibromyalgia, nickel allergy, fatigue, skin itching, hair loss, dental issue, hypothyroid, decreased vision, excessive sweating, dry skin, hair, eyes and complication because of hysterectomy. On (B)(6) 2013, essure was removed via hysterectomy. She also used levothyroxine for low thyroid, naproxen for pain, gabapentin for fibromyalgia and bacloten (as written) for muscle weakness. Essure was removed, but part or portion of it was retained. At the time of the report, the severe periods / excessive bleeding during periods outcome was recovered and for the other events it was unknown. The reporter provided no causality assessment for the events with essure. Confirmation test was done in (B)(6) 2007 but result was not provided. Perforation was diagnosed in (B)(6) 2012 by x-ray. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.